Event description:
It was reported to boston scientific corporation on july 11, 2008 that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in a male patient in 2008. According to the complainant, as the physician advanced the hydratome rx sphincterotome out of the distal end of the ercp scope, it was noted that the tip was frayed. The procedure was completed with a second hydratome rx sphincterotome. No patient complications were reported as a result of this event.

Manufacturer narrative:
Visual examination of the returned device confirmed that the tip was frayed. The cause of the damage could not be determined. A review of the device history record (DHR) for the pertinent lot revealed no anomalies. A search of the complaint database revealed no additional complaints for this lot. The july 2008 15-month jagtome product family complaint trend, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. Hydratome rx sphincterotome are included in the jagtome product family.